Event description:
Device malfunction: cuff miss, possible foot break. Time of malfunction: during closure procedure. Symptoms/ae: none. It was reported that a physician, in training in the use of the perclose at device, attempted arteriotomy closure after an unspecified procedure. During plunger removal, the suture was missing from the needle plunger. The foot was parked and the device was removed. Hemostasis was achieved with manual compression. On examination after removal, the posterior foot was noted to be missing. Angiography of the leg was not performed. There were no adverse patient sequelae. Though requested, no additional information was available.

Manufacturer narrative:
The device is expected to be returned. It has not yet been received.